Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The consumer reported poor coupling. The consumer reported that the patient¿s ins worked fine, but they were having difficulty getting more than 4 coupling boxes. The consumer reported that he was charging the ins for a couple of hours and didn¿t notice a change in either the ins battery level or recharger battery level. The consumer reported that he tried reaching out to a local manufacturer¿s representative (rep) but she was on vacation. The rep reported that he read the manual and tried to reposition the antenna and also tried turning the antenna dial through all 4 positions and by doing that he was able to get from 2 to 4 coupling boxes. No troubleshooting could be done at the time of the call as the patient was not available. The consumer didn¿t indicate that the re was any swelling at the implant site and confirmed that the patient didn¿t have bandages, but the patient was put on antibiotics because her skin got {¿real red¿ and started it had gotten less and less red every day. No further complications were reported.